Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive support cap and display anomalies. The customer¿s blood glucose level was 123 mg/dl. The customer reported that they had damage on drive support cap was loose. It was reported that the insulin pump was intermittent and also had damage on the battery area. The customer was advised to discontinue use of the pump and revert to backup plan. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments or partial display due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly. Device received with loose drive support disk.